Event description:
A malfunction was reported on the pump, with the issue identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump would be replaced, and the customer was advised to use their mobile app to interact with the pump in the meantime. Instructions were given for returning the problematic pump to tandem, including placing it in storage mode and using a prepaid return box and label. The customer was informed to return the pump within ten days to avoid charges and instructed on transferring settings and connecting the cgm to the replacement pump. Customer will continue to use current pump.